Manufacturer narrative:
A thorough investigation was performed to identify the root cause of the reported issue. Functional testing found that the catheter was unable to be recognized by the console and the error message ¿diagcode: 005¿ was displayed. The engineering team determined the failure was caused by an electrical connection issue along the catheter device. The catheter was replaced to resolve the customer¿s immediate concerns and there have been no similar issues reported post repair.

Event description:
The customer reported an epiq cvx ultrasound system rebooted three times unexpectedly during a structural heart procedure. The procedure was completed by using another ultrasound system. No patient or user was harmed because of the issue. An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ supplemental aware date. The information can be found in the g3 field containing the date received by manufacturer, 09/30/2024.